Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-56, lot# v265336, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v346075, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v365542, implanted: (B)(6) 2010, product type lead. Product ID: 3888-56 lot# v265849, implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for cervical radiculopathy and occipital neuralgia. It was reported that there was a loss of therapy. The patient noticed a loss of relief from her headaches even while the stimulation was on. This was approximately 1 year ago. She had great relief from headaches the previous 7 years she had been using her stimulator to treat these symptoms. She reported no insult or injury to the device or her body that may have caused the system to not work. Electrode impedance check was done and electrodes 4-5-6-7 were > 10000. The representative made an educated guess by turning on electrodes individually to see which lead these electrodes represented. It was most likely the sub-q lead was out and may need to be replaced. The patient was scheduled to see her implanting healthcare provider (hcp) on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3487a-56 lot# v265336 implanted: (B)(6)2010 product type lead product ID 3487a-56 lot# v346075 implanted: (B)(6)2010 product type lead product ID 3888-56 lot# v365542 implanted: (B)(6)2010 product type lead product ID 3888-56 lot# v265849 implanted: (B)(6)2010 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-mar-06 reporting that it was not possible to determine which of the leads were affected as both of the leads were connected to the extension and by the time the hcp exposed the extensions both leads were experiencing impedances >4000. Originally electrodes 4-7 were >40000 but after dissecting down and exposing the extension all electrodes 0-7 were >40000. The hcp replaced the implantable neurostimulator (ins), 2 leads, and the extension with all new product on (B)(6)2018. No further complications were reported.